Manufacturer narrative:
Customer did not provide device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the tidal volume is not accurate. No patient harm reported.